Manufacturer narrative:
A getinge field service engineer (fse) verified the issue and replaced front end board. The failure analysis and testing dept. Received front end board, with a reported unit failure of the arterial pressure input being damaged. The fat performed a visual inspection and found the part to have a damaged arterial input. Tried to insert the trainer cable but it would not fit due to the damage. Will not send the part to the supplier for failure analysis due to the damage being physically evident. Retaining the part in the failure analysis and testing department per procedure number.

Event description:
N/a.

Event description:
It was reported that during periodic inspection, the cardiosave intra-aortic balloon pump (iabp) units arterial pressure input part was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.